Event description:
There was no allegation from a healthcare professional that the death was device related. However, analysis of the ICD revealed that the lead was possibly damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received, a partial lead was returned measuring 5.8cm from the connector tip. Without the return of the entire lead, a full evaluation could not be performed. The damage found was sustained during the surgical procedure.